Event description:
Surgeon reports haptic broke and would was widened in order to remove the lens.

Manufacturer narrative:
The original report stated the haptic was broken "during insertion: indicating user report error. The evaluation revealed one haptic broken in the gusset area. No similar complaints have been received in this lot.